Event description:
The dr claims that the patch, implanted for a carotid endarterectomy procedure, using 6-0 prolene sutures with a non-cutting needle leaked approximately three units of blood through its wall and the suture line. The leakage stopped in approx one hour with gelfoam and protamine. Patch left in. Procedure completed successfully. The dr stated that the pt was not adversely affected. Pt's condition is fine.